Event description:
It was reported that the patient underwent a minimally invasive mitral valve repair in 2003. During the placement of the steerable coronary sinus catheter, the physician noted that the catheter was slowly leaking at the port of the steering mechanism. The catheter was successfully placed in the coronary sinus. Placement of the catheter was confirmed under fluoroscopy. There was no adverse patient outcome as a result of leakage at the port of the steering column.